Event description:
It was reported that oversensing observed and typical grommet warming were observed during an implant procedure. Device was removed, and the header and the lead were inspected. The doctor was able to reproduce high amplitude noise by rubbing or pressing on can. Device was reimplanted with no further noise noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.